Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Time advances properly. No unexpected alarm anomaly noted. No frozen screen noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 299 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose. She was sleeping and heard a low alarm and suddenly she cannot use the pump. The customer reported that all buttons not working and time did not advance. The insulin pump will be returned for analysis.